Event description:
On (B)(6) 2017, an ae for bursitis was reported. The subject¿s chief complaint was left hip and thigh pain, as well as tenderness over the greater trochanter (gt) and it band. Treatments have included lortab on (B)(6) 2017, physical therapy on september 18, 2019 and multiple steroid injections in march and april 2017, as well as january and august of 2019. The subject reported ¿no¿ to being satisfied with her study hip replacement at the 5 year visits. The subject commented that her pain has worsened compared to her preoperative state and was very disappointed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: 127 size 6 secur-fit advanced stem; cat#1601-06127; lot#mmm5ha, primary tritanium hemi cluster hole cup 50mm; cat#502-03-50d; lot#8920mx, 32mm +8 lfit v40 head; cat# 6260-9-332; lot# 49222701, acetabular dome hole plug; cat#2060-0000-1; lot#d35w8l, 6.5 cancellous bone screw 35mm; cat# 2030-6535-1; lot#mnka5a, 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot#mnkp62. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.